Event description:
It was reported per field service report: intra-aortic balloon pump (iabp) less than 12 months old. Symptom - arterial pressure "transducer unable to zero" message. Findings/actions taken: observed "unable to zero message" once. Unable to observe/reproduce message after that. Replaced arterial pressure interconnect cable and front end board as a precaution. Iabp passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.